Event description:
It was reported that the patient presented for routine fluoroscopy to assess the right ventricular lead prior to normal generator replacement on (B)(6) 2017. The lead exhibited externalized conductors. The lead was replaced on (B)(6) 2017. The patient did well during and post procedure. The patient was discharged the next day without problem.